Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the video system center displayed error code e117 during inspection for use. There was no patient injury reported.